Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in portugal that during an unknown procedure on an unknown date, it was observed that the truespan meniscal repair system peek 12 degree device was damaged. According to the report, the outer packaging was sealed but internally was damaged. During in-house engineering evaluation of the photo provided by the customer, it was determined that partial part of the device, where it was showing the sleeve was cracked in the distal part. It was reported that the procedure was not completed. There were no adverse patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed a partial part of the device, where is showing the sleeve which is cracked in the distal part. It is inside of its packaging. No further information was provided. According with the visual inspection, this complaint can be confirmed. The manufacturer performed an investigation with the following results: an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check is successful, none of the 9 parts were non-conformed. So there is no need to inspect more parts of the batch nor raise a non-conformance. According to tm-tme0091 rev48, 103249724rev6, pic-vs121rev4, pic-vse0028rev8, wift0118rev27, hereafter is the in-process control. According to the pfmea103224786rev5: the potential occurrence of having a to have a product that leaves the production site damaged has been evaluated with 3 and has been evaluated in the wi-6474 rev23 by combining probality and severity levels: this risk is acceptable. Complaint research, with the same defect did not show another case with this issue from 2016 to now with the item reference 228151. No nr was found during the research. Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. The bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. A manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A closer look to the controls in production processes has been done. The results show that this batch of product was processed without any incident. We can observe on the photos, there are not the desiccating and the tray. A manufacturing record evaluation was performed for the finished device 9l10753 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.